Event description:
It was reported 'during hallux vagus surgery of the left foot, when inserting the k wire into the bone, the k wire broke in several parts. One part was in the patient foot. The surgeon needed an amplifier to locate the part of k wire broken in the foot in order to be able to remove it'. There was no injury to the patient alleged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.